Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, r-wave amp variation, and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was due to overtorqued inner coil and helix being clogged with blood. The reported events of loss of capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: serial previously reported as (B)(6), now corrected to (B)(6).

Event description:
Related manufacturer report number: 2017865-2023-16257 it was during in clinic follow up that the right atrial lead had dislodged. During lead revision procedure, the atrial lead was repositioned, but attempts to reposition the right ventricular lead were unsuccessful due to helix rotation issues. The right ventricular lead was instead explanted. The patient was stable following operation.

Event description:
It was reported during in clinic follow up that the right ventricular lead dislodged. This dislodgement resulted in loss of capture and variation in r-wave amplitude. The lead will continue to be monitored. The patient was stable.